Event description:
Reporting status: malfunction. Reporting rationale: failure to seal a perforation, is an issue known to require a second device or additional procedure. Device issue: failed to seal perforation. It was reported that three jostents were implanted to treat a perforation as the length of the perforation was misjudged. Post deployment of the stents there was a slight extravasation remaining in the saphenous vein graft (svg) to marginal-proximal 1/3 of svg. There was no additional intervention to treat the extravasation. No additional event or patient information is available.